Manufacturer narrative:
Investigation: one sample was received. The sample has the plunger rod-rubber stopper, tip cap, and saline solution. It has the barrel label missing, therefore failure mode is verified. This was due to a process variation of the plunger rod labeler machine. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that before use of the syringe 5ml saline fill china sp the label was missing. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: after opening the unit package, nurse found no label on barrel. Not used on patient.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 5ml saline fill; (B)(6). The label was missing. Foreign complaint the following information was provided by the initial reporter: after opening the unit package, nurse found no label on barrel. Not used on patient.